Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted sooner than expected. The ICD has been explanted and replaced. It was further reported that the left ventricular (lv) lead has exhibited chronic high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that if the time is approaching for device replacement. (B)(4). Concomitant products: 5076 implantable pacing lead, (B)(6) 2003; 4196 implantable pacing lead, (B)(6) 2010.